Event description:
Attempted placement pt subclavian vein catheter. Port of glidewire came off and lodged in pt. Suspect this is in subcutaneous tissue based on venography but awaiting catscan of chest (occluded superior vena cava by venography. Infusaport insertion-glidewire (teflon) sheared off and retained extravascularly in pt.